Manufacturer narrative:
Correction - report cancelled. Cancelled - this report has been cancelled due to information regarding the device evaluation being confirmed to be not reportable by the third party service center. Following a thorough examination by plexus, it has been verified that there is no evidence of foam contamination in the device, despite the initial investigation findings of foam particles being observed. Plexus has clarified that this should be considered a human error or a mis-click in the form, as the "action taken" field clearly states "no particles found in the assembly." Therefore, this incident is not reportable, as there were no allegations of harm or injury reported by the patient or user. The notification was initially deemed reportable due to the alleged (mistaken) observation of 'foam particles.'.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. Foam particles were observed within the device assembly. Error code 4 (indicating an issue with the cpu) was found in the device log history. The device was scrapped.